Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed a battery status of 1.5 years remaining four months post implant. Review of device memory with boston scientific technical services (ts) revealed that the device exhibited higher power consumption than expected. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed a battery status of 1.5 years remaining four months post implant. Review of device memory with boston scientific technical services (ts) revealed that the device exhibited higher power consumption than expected. The device was explanted. No adverse patient effects were reported.